Event description:
The report received from the USA stating that the device was "running hot". The device was being used during mastoidectomy procedure. There was no reported pt or user injuries. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. The device was evaluated and the reported condition was confirmed. This device was tested and exceeded the specification for temperature. Also, it was found to have unusual noise and vibration. This is most likely due to immersion during cleaning. If additional information is received, a supplemental report will be sent. (B)(4).